Event description:
It was reported via repair work order that the power cord ground prong was loose/bent. It was further reported that the scale was inaccurate due to malfunction load cells. It was reported via repair work order that the power cord ground prong was loose/bent. It was further reported that the scale was inaccurate due to malfunction load cells.